Event description:
It was reported the device was used during an unknown procedure. It was reported the surgeon stated the staples did not penetrate the skin well and he had to replace many staples before leaving the or. Surgeon reported a wound dehiscence post-operatively. Surgeon told the rep the tips are not sharp and/or there is not enough force being applied to make the staple penetrate adequately. 7/24/97 surgeon was performing a vascular bypass procedure and had difficulty with the prw35 stapler. During the post operative period the skin became separated. The instrument is not available for co's evaluation. The staples evidently for this case are not available.surgeon has noticed this in other cases. Co has informed surgeon of co's desire to have the stapler or staples returned to co if there are any problems, so that co may evaluate them. Also, the possible return of any other instrument or implantable with which he has had a problem. Co also has indicated when surgeon is doing endoscopic type procedure a video tape is also valuable to co.